Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible plate break. The patient reportedly had a possible plate break approximately 24 months post-op. The patient was revised on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. All records revealed that all product (s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The plate sheared along the middle two holes. This site is the smallest width in the implant, thus compounding forces at this site initiated fatigue.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible plate break. The patient reportedly had a possible plate break approximately 24 months post-op. The patient was revised on (B)(6) 2018.